Manufacturer narrative:
Upon completion of the investigation, it was noted that the patties are produced in a fully automated machine with very little human intervention. Patties which have been produced are inspected using a computer vision inspection throughout the process. The final step of the process is to place the patties on the card, which is done automatically by the machine. There is a vision system which then takes a picture of the 10 strings on the card and only allows it to pass if there were 10 strings found. The automated machine used to produce this product uses a vision inspection system to 'count' the number of patties on the card. The system is very robust at finding any missing patties. Therefore the most probable root cause lies in operator error, this however could not be determined. Automated pattie operators are trained not to rework any product to eliminate this risk of miscounts. A tcr was opened to retrain and communicate this complaint to our operators that had worked on the lots in question. Another potential location could be at the packaging step, since operators will rewrap loose strings before packaging them product. Patties can become loose when the operators are handling the cards during packaging. A tcr was opened to retrain and communicate this complaint to our operators that had worked on the lots in question. A trending evaluation was done and no trend was found at this time. We have seen very few complaints for this particular failure mode. We will continue to monitor customer complaints to ensure this is not a developing trend which will require corrective action. Based on the results of this investigation no further action is required. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
A pack of #801400 had only 9 pc which should be 10 pc. The nurse in charge requested for an official letter to explain why this happened. She wants to know patties is packed by machine or human. Official customer letter is requested. Thanks. 8/13/15 per affiliate, no delay over 30 minutes.